Event description:
It was reported that the patient developed a pocket hematoma. The hematoma was evacuated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator (B)(6) 2013; 6947 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).